Manufacturer narrative:
(B)(4). The device involved in this complaint has been retruned to the manufacturer. However the investigation of said device is still in progress at the time of this report.

Event description:
Customer complaint alleges that the device would not aeolsolize medication. Alleged malfunction detected during pre-use test. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and damage was found on one of the ribs of the jet. Functional testing was also performed and no issues were encountered. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges that the device would not aeolsolize medication. Alleged malfunction detected during pre-use test. It was reported there was no injury or consequence to the patient. Patient condition reported as "fine".